Event description:
It was reported that the patient's blood glucose (bg) level rose to 500 mg/dl between 24 and 36 hours of wearing the pod. The patient initially reported bg was around 200 mg/dl and was presented with a fever. The patient received a high alert and stated there was "a very stubborn low" (this was not further clarified, no low blood glucose level provided) as well. The patient had a red bull, and then called 911 due to nausea, vomiting, very high bg levels, and was "not fully conscious". During transport to the hospital, the bg levels were around 500 mg/dl. The patient was admitted to the hospital and diagnosed with diabetic ketoacidosis (dka). Stress test was performed, and ultrasounds were performed on the liver, bladder, kidney, and heart (no results provided). As treatment, the patient was provided with unspecified "dka supplements". The patient also reported they "received too much fluid," however they did not clarify what fluids were provided or what route. The patient was discharged from the hospital after an unspecified number of days. The pod was removed at an unspecified time.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of not sure delivering insulin. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158."